Manufacturer narrative:
After investigation on site, by the field service engineer, it was found that the user only made spot exposures and no fluoro grabs had been taken. The examination selected was not for a endoscopic retrograde cholangiopancreatogram , but generic application. Appearances suggest that incorrect parameters are selected by the operator. The customer agreed that it was a use error. (B)(4).

Event description:
Philips received a complaint from a customer in which they reported that the system stopped during an ercp examination and the clinician wanted to continue. The examination selected was a generic application instead of ercp. The customer judge that the patient therefore received 10 times more radiation as intended. No pt was injured.

Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to FDA.